Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified a fluid leak. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7711804 chronic catheter allegedly experienced a fluid leak. This information was received from one source. The malfunction did not involve a patient. The age, weight, and gender of the patient were not provided.